Event description:
It was reported that the pacemaker dependent patient presented in clinic after experiencing presyncope spells. The pulse generator was reported to exhibit noise and telemetry anomalies. The device was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise,oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment. No anomalies were found.